Event description:
The customer contact reported difficulty in removing the piercing pin from a solution container. On an unspecified date, the piercing pin of the tubing set was connected to an unspecified solution container to deliver 250 ml of unspecified concentrations of fentanyl and bupivicaine, at an unspecified rate. The customer contact reported that after the delivery was complete, the nurse experienced difficulty in removing the piercing pin of the tubing set from the solution container. It was reported that during removal, the nurse "banged" into a wall behind her and received an unspecified injury to her shoulder. The customer contact reported that the nurse has been undergoing physical therapy for the unspecified shoulder injury. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported difficulty in removing the piercing pin from a solution container were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.